Event description:
It was reported that 6f angio seal was used to seal the arteriotomy site post diagnostic catheterization procedure. The catheterization revealed a normal coronary angiogram with the exception of an anomalous origin of the circumflex artery. The next day the patient went to the physician's office with pain in the leg; the arteriotomy site looked good. The physician stated the patient did not seem right and called an ambulance to take the patient to the emergency room (ER). The patient required volume resuscitation upon arriving to the ER. A CT scan revealed retroperitoneal bleeding. The patient underwent transfusions, a surgical exploration and evacuation of a hematoma and repair of the bleeding site. The angio-seal device which resulted in parasthesia and pain in the right groin. The patient was beginning extensive physical therapy. The patient stated she remembers coughing hard following the procedure.